Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. The suture was cut and wrapped around the inserter confirming that the device has been used. However, there was no anchor returned with the device, therefore this complaint cannot be confirmed as there is no way of testing the reported failure. After several attempts to obtain additional information, none has been provided to determine a root cause for the reported failure. Furthermore, a non-conformance search was performed and no non-conformances have been identified for this part (210813) with lot (l705419) combination. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: per qlik query executed, no nonconformances were identified for this part (210813) with lot (l705419) combination. Review conducted per (B)(4).

Event description:
It was reported by the affiliate in (B)(6) that the gryphon p br ds anchor w/oc device was faulty while performing shoulder arthroscopy surgical procedure. During in-house engineering evaluation, it was determined that the suture was cut and wrapped around the inserter. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.